Event description:
A male, pt, with a history of smoking, peripheral artery disease, (B)(6), and a symptomatic claudication of the lower left leg underwent a femoral angiogram (exact date unk), which demonstrated an occlusion in the left superficial femoral artery (sfa). On (B)(6) 2011, he presented to the hospital for a peripheral intervention procedure to treat the occlusion. Per the physician, the access site was reported to be infection-free at the time. Reportedly, the pt underwent an atherectomy procedure using a long predator procedural sheath. It was followed by balloon angioplasty and then a subsequent stent implantation of the diseased area. Post procedure, it was reported that a brisk distal flow was restored in the sfa. The long procedural sheath was exchanged for a standard 6f procedural sheath. Following the procedure, the physician, trained to the mynx procedure, chose the device to close the access site. There was no report of procedural steps taken in the deployment of the mynx, but it was reported that a successful hemostasis was achieved by using the mynx. Two weeks post procedure, the pt returned to the physician's office for a f/u. The pt complained of fever, chills, and a lack of energy but never called about these symptoms prior to his post-procedure visit. Upon checking the groin, it was noted that an abscess "the size of a grapefruit" had developed. The abscess was firm to the touch. Immediately, the physician extracted what was alleged to be polyethylene glycol (peg) from the groin and cultured the alleged peg along with the substance from the abscess. It was reported that the alleged peg and the abscess were (B)(6). Results from the lipid panel, hepatic panel, metabolic panel, prothrombin time (pt) and partial prothrombin time (ptt), and complete blood count without differential (cbc without diff) were all performed and were reported to be normal. The pt was put on oral antibiotics and was not admitted to the hospital. He was discharged to home the same day and the aci sales professional reported that the pt is doing fine and the infection had resolved. No additional info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.